Manufacturer narrative:
The 26mm sapien 3 valve was not returned to edwards for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The commander delivery system with s3u IFU, procedural training manual and commander delivery system with s3u IFU was reviewed for guidance and instructions. The procedural training manual provides guidance for finding a coplanar view. Determine coplanar view where inferior aspect of all 3 cusps are on same plane, view may be pre-determined during patient screening and should be confirmed during the procedure. If uncertain, start with 10 degree lao and 10degree cranial, select view so that the annulus does not overlap with other structures (spine, mac, tee probe etc.) And follow the right cusp rule. The three cusps of the aortic valve can be imaged in the same plane in multiple views, consider the coronary artery ostia when selecting a coplanar view and each point along the curve can be selected as an optimal projection for the thv deployment in this patient and forms a line of perpendicularity to the annulus. In addition, during sapien 3 valve positioning use fluoroscopy to visualize the thv during positioning, obtain a good angiographic view for coaxial placement, position thv coaxially within the native annulus using distal flex, obtain the previously determined coplanar fluoroscopic view and position the bottom of the center marker at the base of the cusps using fine positioning. In addition, the procedural training manual provides guidance on thv malposition. Use caution with minimal calcification, severe septal hypertrophy and mitral bioprosthesis. Ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps is on same plane, consider coaxial alignment of catheter to the aortic annulus, if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and echo, and ensure to pull back the flex catheter prior to thv deployment. There was no IFU/training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for malposition thv was unable to be confirmed due to unavailability of relevant imagery. No potential manufacturing non-conformance were identified. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. As reported, 'valve was implanted too ventricular, and doctors felt the need to implant a second 23mm sapien 3 valve to ensure the best possible outcome for the patient. Great results with second valve in place. As per medical opinion, too low position occurred as the angle for deployment must had been slightly off.' Per procedure training manual, 'coplanar views is critical for correctly positioning and deploying the thv.' In this case, available information suggests that procedural factors (valve positioning technique) may have contributed to the complaint event. Due to limited information and unavailable of relevant imagery, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.

Manufacturer narrative:
Additional information received indicated, per medical opinion, the cause of the malposition of the initial sapien 3 valve was the angle of deployment. Due to the angle of deployment being 'slightly off', the initial valve landed too ventricular. The second sapien 3 valve was implanted within the initial valve, in the intended position. No further information was provided.

Manufacturer narrative:
The sapien 3 valves were not returned to edwards for evaluation as they remain implanted in the patient. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported too ventricular deployment of the initial valve could not be determined. Investigation results suggest procedural factors (manipulation of the devices), in addition to patient factors not provided, may have contributed to the malposition of the initial valve and the subsequent placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 23mm sapien 3 valve was implanted in the aortic position by the transfemoral approach. The initial valve was implanted too ventricular. The decision was made to implant a second valve to ensure the best possible outcome for the patient. A second sapien 3 valve was implanted with great results. The cause of the too ventricular deployment of the initial valve was not provided at the time of the report.